Event description:
It was reported that the user experienced hypoglycemia that was treated with orange juice, followed by rebound hyperglycemia, after which the ilet delivered correction leading to another low that was treated with gummy bears; glucose subsequently stabilized at 143 mg/dl. Symptoms included hypoglycemia with a nadir of 51 mg/dl and hyperglycemia peaking at 250 mg/dl. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education on proper hypoglycemia treatment. Investigation of this case revealed user overtreatment of hypoglycemia with oral carbohydrates while using the ilet, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors.